Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was flushed with saline during use following the insertion, but a hole in the extension tubing caused blood to "spray" out. The following information was provided by the initial reporter: "following insertion of nexiva, nurse flushed the extension tubing with saline and a hole was observed in the extension tubing and the nurse experienced a spray of blood."

Manufacturer narrative:
Correction: additional information was received from the customer regarding the reported event. The product was opened and the needle found bent before use; no leakage occurred. This renders the event as a non-reportable malfunction.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was flushed with saline during use following the insertion, but a hole in the extension tubing caused blood to "spray" out. The following information was provided by the initial reporter: "following insertion of nexiva, nurse flushed the extension tubing with saline and a hole was observed in the extension tubing and the nurse experienced a spray of blood".